Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided: initial result = 116 mmol/l, repeat result = 149 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided: initial result = 116 mmol/l, repeat result = 149 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date the complaint investigation for falsely depressed sodium results generated while using the alinity c ict sample diluent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot and issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit, which indicated that the patient median result for lot 17993un23 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or alinity c ict sample diluent lot number 17993un23, was identified.